Event description:
Voluntary medwatch received states that the atrial lead exhibited under sensing with false termination of an atrial arrhythmia and inappropriate atrial pacing. No intervention or procedure was reported. No patient symptom was reported.